Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 4 years and 10 months post tavr with a 26mm sapien 3 valve in the aortic position, the valve failed due to stenosis and regurgitation. A 26mm sapien 3 ultra resilia valve was implanted in a valve in valve procedure.

Event description:
Per clinical review of medical records prior to the valve in valve procedure the patient was having "recurrent admissions due to acute on chronic heart failure exacerbation in the setting of severe bioprosthetic aortic stenosis and regurgitation" and the "mechanism of tavr valve stenosis appears to be leaflet calcification, likely from ckd".

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from medical records and a product investigation. The following sections of this report have been updated: b.4, b.7, b.5 g.3, g.6, h.2 and h.6 clinical code (updated to 4446) device code (corrected from 2921 and 1250 to 1077). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information suggests patient factors (hyperlipidemia, diabetes mellitus) likely contributed to the event as per medical record patient has history of hyperlipidemia, diabetes mellitus. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.